Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the stylet became stuck inside the lead and could not be separated. The lead was unable to be implanted and the procedure was completed with use of a replacement lead. The patient was discharged.

Manufacturer narrative:
The reported event of ¿the stylet was stuck inside the lead and could not be screwed or remove from the lead¿ was confirmed. As received, a complete lead with a partial stylet stuck was returned in one piece. Visual and x-ray examination of the inner coil at the connector region was found bunched up consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the bunched up inner coil at the connector region which is consistent with procedural damage.